Event description:
The user facility reported that during a bronchoscopy procedure, the users inadvertently punctured the distal end portion of the device. The procedure was completed with the same device. There was no pt injury reported. No further detailed info provided to date.

Manufacturer narrative:
Olympus had followed up with the user facility via telephone and in writing to gather additional info regarding the event, however, only limited info was provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The bending section cover was found leaking due to a hole in the bending section approx 12 mm from the distal end. Multiple frayed wires in the bending section mesh were also observed at the area of the leak. Additionally, a small leak was noted at the seam of the control body, and the switch unit. The device has been refurbished. Based upon the findings of the investigation, and the info provided, the cause of the user's experience appears to be user error. This report is being submitted as a medical device report in an abundance of caution.